Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the secondary meds dripping at bolus rate despite pump programming could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 21045800 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no investigation was performed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced flow issues. The following information was provided by the initial reporter: I'm emailing to report a new suspected back check valve failure. Secondary meds dripping at bolus rate despite pump programming correct. Primary rate infusing without issues. Patient effect: no harm reported.